Event description:
The user facility reported that the involved angio-seal device was used in a chronic total occlusion (cto) coronary lesion requiring coronary stenting with a lesion in the left anterior descending branch with 85% stenosis. The femoral artery was accessed through a 6f puncture, and at the end of stent placement and prepare to use angio-seal. The operator used this product in the correct way and released the anchor according to the standard operation. The suture broke in the patient and failed to complete hemostasis. This operation did not cause any damage to the patient. Manual compression was followed up to stop the bleeding. Hemostasis was achieved. The patient was not injured during the event and medical or surgical intervention was not required. The event occurred intra-operative.

Manufacturer narrative:
Implant date: implanted date: device was not implanted. Explant date: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint was unable to be confirmed for a torn suture. The exact root cause was unable to be determined. The likely cause was determined to have been excessive tensile force during deployment resulting in suture breakage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received 23 dec 2022: the procedure sheath size used was an 8f. A pre-deployment angiogram was performed. Estimated blood loss was less than 250cc's. Patient was in stable condition. There were no concomitant medical products used with the angio-seal device involved.